Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast scar tissue build up (capsular contracture). Concomitant medical products: mentor memorygel breast implant 800cc saline breast prosthesis, catalog #3508004bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast reconstruction revision procedure with a mentor memorygel breast implant 800cc gel breast prosthesis developed scar tissue build up in her right breast. This is indicative of capsular contracture; no baker grade was provided. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 800cc gel breast prostheses on (B)(6) 2019.